Event description:
It was reported that a 36-year-old asian female patient underwent a primary breast augmentation with two unspecified mentor gel breast prostheses and experienced bilateral capsular contracture (baker grade 3-4) post-operatively, which was diagnosed with an office visit. As a result, the patient underwent explantation on (B)(6) 2023 and replaced with two 440cc mentor memorygel boost breast implants (catalog number: shpb440) with lot numbers: 9819487. The reported lot numbers (left 6764487 and right 6770803) that were provided does not correspond to breast prostheses. As a result, a device history record (DHR) review cannot be completed. Should an updated/accurate lot number be received, mentor will submit a supplemental report accordingly. This report is for the left side device.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).